Event description:
An ophthalmic surgeon reported an occlusion occurred during a cataract extraction procedure. The problem was resolved after replacing the cassette and the case was completed with no impact to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specs. Without a sample, it was not possible to isolate the root cause. (B)(4).